Event description:
It was reported that approx 13 months post stent implant in the sfa, the pt presented with "symptoms". An angiogram was performed and a stent fracture was identified. A stent graft was placed inside the alleged fractured stent and flow was restored.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.